Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated short interval counts (sic) and noise. A transmission report also noted high impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Alert lead failure predictor triggered on 2015-03-30 for v-sics and nsts. Sensing 405 v-sics in last 10 hours. No prior v-sics. Several nsts with v-v intervals <(><<)>220 ms. Noise evident on stored egms. No impedance anomalies found on save to disk. Concomitant products: 4076-52 lead, implanted: (B)(6) 2008; 4193-78 lead, implanted: (B)(6) 2003. (B)(4).